Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Pt advised a 3.5mm lcp reconstruction plate, 7 holes, was implanted on his right clavicle. Pt indicated that approximately 6 weeks post op, he rolled over while sleeping and the plate bent. A visible bump was noticed by the pt. Pt iced it and waited one week to see the doctor. Pt stated 'dr would not do anything about it' so pt said he went home and put a towel over his clavicle and bent most of it back. Pt said the bone healed crooked and the plate was removed.